Event description:
It was initially reported that during software upgrade that an error message appeared during the upgrade (specific error message not recorded). A second attempt to upgrade the handheld was performed with the same flashcard. This time, the upgrade was successful. The handheld and both software flashcards were returned to the MFR for eval. Product analysis is planned but has not occurred.